Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the customer reported complaint of scissor blades did not cut as expected. There was no trouble found. The instrument was placed on an in-house system for latex cut test and the scissors cut cleanly through .006 of latex. The blade edges were undamaged. Failure analysis investigation also observed the following: the instrument's tube reinforcement ring had coating removed in some spots. The distal end of the main tube had micro cracks. The micro cracks run in the axial direction and measured approximately 0.277. These types of micro cracks will not lead to a mechanical failure of the instrument, however, there is a potential for insulation failure after reprocessing, resulting in a pathway for electrosurgical energy to leak to tissue and potentially cause unintended injuries. The location of these micro cracks is confined to 2 cm of the distal end of the instrument shaft.

Event description:
It was reported that during a da vinci surgical procedure, the surgeon experienced that the scissor blades on the monopolar curved scissors instrument did not cut as expected. There was no patient harm, adverse outcome or injury reported.